Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure, after the patient left the procedure room lead dislodgment issue was observed. During the initial implant procedure the lead was moved around in multiple positions in the atrium for stability and threshold reasons. Patient was brought back into the lab and the lead was explanted and a new lead was implanted. Patient was stable with no adverse events prior, during and post procedure.